Event description:
Affiliate reports the customer complained that the 3-way stopcock was defective, so that cerebrospinal fluid came out. They used the pressure sensor from the company for icp monitoring connected to the stopcock when the break occurred.

Manufacturer narrative:
Codman has requested return of the device. Upon completion of the investigation, a follow-up report will be filed.